Event description:
While administering an im(intramuscular) injection the 23g 1" hypodermic needle detached from the safety while pushing the medication, more than half of the medication was wasted as a result. No patient injury.